Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 1/31/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that patient underwent an ablation procedure with an thermocool® sf nav bi-directional catheter and suffered cardiac tamponade. Post-procedure, cardiac tamponade was confirmed. It is unknown if medical or surgical intervention was required. Extended hospitalization was required, as a result of the adverse event. The physician did not attribute the causality of the event to a biosense webster inc. (Bwi) product. On post-procedure day 8, the patient was reported to be in stable condition and was discharged from the hospital.